Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia following a meal after starting a new pump, with a reported blood glucose of 332 mg/dl, and was guided through a successful site-only change while using an inset teflon infusion set. After which, glucose began trending down. Symptoms included hyperglycemia peaking at 333 mg/dl. Outcomes included no injury, no hospitalization, and resolution with troubleshooting. Investigation included call center troubleshooting and education. Investigation of this case revealed no device alarms or identifiable device malfunction and suggested a probable infusion site or delivery issue that resolved after the site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.